Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer allowed air into system and the transducer fell off the lines when taking them out of the bag. Upon follow up, it was noted that the event occurred during priming. The transducer was exchanged and the treatment set up was continued. There was no patient involvement. There were no defects noted on the device during set up. There is no sample or companion sample available to be returned.